Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Xxx sample was provided for evaluation. Upon visual inspection of the returned sample, four out of the five samples had embedded black particles at the spin lock t-fitting assembly. Additionally, one sample had a black speck embedded on the tubing. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The most probable cause is that this particulate is degraded material from the molding process. This molded chamber is made of a polycarbonate material and degrades readily upon exposure to heat. The most probable root cause is that a piece of degraded material presented itself within the spin-lock and tubing of the device. Processes are in place which mandate appropriate visual inspections to detect this issue and provide feedback to mechanics to undertake necessary process control adjustments when identified. Operators are also responsible for a 100% visual inspection on the set and any identified material with "foreign embedded material" is to be placed in the scrap bin. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: black impregnation.